Manufacturer narrative:
Investigation performed by r&d porject manager. During the surgery, only the 2.7 mm drill bit was navigated. A k-wire was subsequently inserted to guide screw placement; however, the screws were inserted without navigation. Postoperative images show a clear shift. The instruments and sensors were later tested on a sawbone model, and no discrepancies were observed. Based on these findings, and as confirmed by the surgeon, the screw misplacement was most likely caused by movement of the k-wire after drilling. Root cause: although the specific circumstances cannot be confirmed in this case, the screw misplacement was most likely caused by inadvertent movement of the k-wire after drilling.

Event description:
The surgeon noted a shift of approximately 5d 10 mm in all screws duringa nextar cervical surgery with double target 25&deg; short.consequently, he decided to replace the screw freehand intraoperatively. Three days later, the revision surgery was performed, without nextar, only massa lateralis screws were inserted free hand, controlled with x-ray. The patient has no permanent damage from the misplacement of the screws. A few days later, the surgeon performed a test using the same camera, target, and fiducial used in the surgery related to complaint (B)(4). There were no accuracy issues, and the surgeon was satisfied with the system`s performance.